Manufacturer narrative:
Eval: method: the device history and sterilization record were reviewed. Results: review of the device history record found a nonconformance related to the product. One out of the lot of 37 was found to have a cosmetic defect. The affected unit was removed from the production lot number and the remaining balance was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2008. It was reported that she was unable to communicate with her ipg via the programmer and charging system, and she subsequently lost stimulation. Efforts to establish communication with the patient's ipg via a replacement programmer and charging system were also unsuccessful. Surgical intervention will be undertaken to replace the patient's ipg; however, a date for the procedure has not been set.